Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedances (greater than 3,000 ohms). Measurements had previously been intermittently high, but were now normal and stable. The lv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances (greater than 3,000 ohms). Measurements had previously been intermittently high but were now normal and stable. The lv lead remains in service at this time. No adverse patient effects were reported. Additional information received indicated the high oor lv pace impedance persisted. The lv vector of the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to the ring to rv electrode configuration which resulted in normal impedance (454 ohms) and threshold (2.2 v at 0.4 ms). The crt-d and lv lead remain in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances (greater than 3,000 ohms). Measurements had previously been intermittently high but were now normal and stable. The lv lead remains in service at this time. No adverse patient effects were reported. Additional information received indicated the high oor lv pace impedance persisted. The lv vector of the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to the ring to rv electrode configuration which resulted in normal impedance (454 ohms) and threshold (2.2 v at 0.4 ms). The crt-d and lv lead remain in service. It was additionally reported that the patient was recently seen in-clinic and there was no lv capture in any vector at 7.5 v @ 2.0 ms. The patient was sent for x-ray to evaluate the lv lead integrity.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances (greater than 3,000 ohms). Measurements had previously been intermittently high but were now normal and stable. The lv lead remains in service at this time. No adverse patient effects were reported. Additional information received indicated the high oor lv pace impedance persisted. The lv vector of the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to the ring to rv electrode configuration which resulted in normal impedance (454 ohms) and threshold (2.2 v at 0.4 ms). The crt-d and lv lead remain in service. It was additionally reported that the patient was recently seen in-clinic and there was no lv capture in any vector at 7.5 v @ 2.0 ms. The patient was sent for x-ray to evaluate the lv lead integrity. The lv pacing was programmed off and the lead remains implanted.